Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that patient was not getting adequate therapy due to the ipg being inoperable. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The reported allegation the device was depleted was confirmed. Although the battery was not completely depleted it was at eol. It is likely this was perceived as battery depletion as the patient experienced a loss of therapy. As received, the ipg displayed the ¿replace generator error¿. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided. The root cause of the reported observation was due to the device having normal battery depletion to eol.